Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0989b, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a pocket revision performed on their implantable neurostimulator (ins). It was not clear if the revision was needed due to a possible infection or just that the device was placed too low or that it was implanted too deep. Follow up information received 7 days later reported that it was unknown if there were any device malfunctions or what the cause of the issue was. The pocket revision was planned for (B)(6) 2014. The plan was to not replace anything, just to move the pocket. The patient outcome was unknown. Further follow up information received 3 days later reported the revision was performed and that it went very well. If additional in formation is received, a follow up report will be sent.